Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was not giving him alarms. The customer¿s blood glucose level was 57 mg/dl and 75 mg/dl. The customer was treated with food and drank soda for low blood glucose. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Based on customer¿s report customer did not allege insulin pump was over delivering. The customer also reported that the auto mode feature was not active for the reported event. Troubleshooting was not performed. The insulin pump will not be returned for analysis.